Event description:
On (B)(6) 2012, the reporter contacted animas alleging that her meter remote and insulin pump had the incorrect date/time setting. She indicated that each time she removed the battery, the pump's date/time reverted to the default settings; the battery was replaced ''a couple weeks ago.'' The pump should retain the date/time settings within 24 hours the battery is changed. The pump displays the ''verify'' screen after it is rebooted and the time and date must be confirmed on the ''verify'' screen. She did not realize that the insulin pump's date/time was also setting the meter remote's date/time setting as well. Upon review of the insulin pump's date/time, the patient noticed that the am/pm was reversed and the date was set at ''7/21.'' The patient confirmed that she was running different basal rates as a result of the am/pm being reversed. The patient reportedly has had blood glucose excursions since the reported issue occurred. She reportedly had been having low blood glucose levels as low as in the 40-60 mg/dl range in the early morning between 3-5am with no symptoms and elevated blood glucose levels as high as 400 mg/dl with extreme headaches; patient did not test for ketones. When her blood glucose levels were low,k she would administer self-treatment with flavored sugar water and would give herself additional insulin via her pump when her blood glucose levels go up. This complaint is being reported because the patient alleged experienced high and low blood glucose excursions after the pump was set to the incorrect date/time setting.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the pump returns to the default time and date after a power on reset. Pump was exercised for 24 hours with a 1 unit per hour basal rate. After 24 hours the battery was removed and the pump was left without power for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. The pump was opened and the internal battery (bt1) was found to be leaking. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification. Unrelated to this complaint, the pump boots to the verify screen with a dim pinkish contrast screen. Removed the pump cover, a test screen was inserted; pump booted to normal contrast with test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.